Event description:
It was reported that during a cholecystectomy the stopcock came off. Another device was used to complete the case. There was no adverse consequence to the pt. Device will not be returned.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation. A batch record review was performed and no anomalies were noted during the mfg process.